Event description:
Healthcare professional reported a possible right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no leak was observed in the device. Additional observations: crease flat observed on the device.

Event description:
Healthcare professional reported a possible right side deflation. The device has been explanted and replaced.